Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes labels are lifting off vacutainers. This was discovered before use. The following information was provided by the initial reporter: material no. 367986, batch no. 9029635. It was reported labels are lifting from vacutainers. The concern: the labels on the tubes are not attached very well and lift on the edges. This causes the tubes to stick together and is rather inconvenient for staff. It sometimes causes the specimen labels to lift off the tubes. This has been observed on multiple flats of tube and all appear to be the same lot. Additional info: on (B)(6) 2019: customer responded, what date was the label lifting witnessed? (I don¿t have an exact date-we first thought it was just a bad flat. I would guess mid-august.) Is there a known amount of tubes experiencing label lift? (It affected the entire flat. I don¿t have an exact count of the number of flats. We used the tubes, just thought this should be reported.)